Event description:
It was reported that the ilet touchscreen cracked after the device was dropped from a height, and although the device remained functional, the touch response intermittently failed; the blood glucose was not affected, and the user was not injured, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and was characterized as a device fracture localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.